Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not duplicated nor identified. The system was found to be working as intended.

Event description:
The customer reported the monitor failed to display an image on either monitor. No report of patient injury.